Manufacturer narrative:
H3: analysis of the 37642 patient programmer (pp) (serial# (B)(6) revealed that the device was scrapped due to corroded boards and there were corrosion bottom case and broken front case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37642 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) could only get the splash screen to appear on the patient programmer. The programmer does not power on. The patient confirmed they were using brand-new, appropriate batteries. Agent had the patient remove the batteries from the programmer and re-insert them, but the programmer would not power on after that. The issue was not resolved. A replacement programmer will be mailed to the patient. No patient symptoms or further complications were reported as a result of this event.